Event description:
It was reported to philips that the system was unable to bootup. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was unable to boot. Upon troubleshooting the rse determined that the there was no issue with philips system and the cause of the problem was a third-party high-pressure injector that makes our system phase deficient. To resolve the reported issue the rse advised to unplug the injector power cable. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue occurred due to a third-party high-pressure injector that makes our system phase deficient. After unplugging the injector, the system was working as intended that denotes that the root cause was related to a third-party product and there was no malfunction of philips system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.